Event description:
Complainant alleged that the clinicians were attempting to monitor a pt (age and gender unk), but that they were having intermittent power-up problems with the device on battery power. The complainant indicated that there were no start up beeps and no screen display when they unplugged the device. The clinicians did not attempt to operate the device on ac mode. The complainant indicated that the clinicians were able to obtain another device to treat the pt and that there were no adverse effects on the pt as a result of the reported malfunction.